Event description:
Additional information from the rep indicated that the pt elected to have the battery moved for comfort reasons. The lead was broken while the surgeon was attempting to remove the anchors. Prior to the procedure an impedance check was performed which yielded no impedance issues and nothing wrong with the leads or connectivity. The surgeon informed the rep of the plan to move the pocket and he also informed them upon fracturing the lead while attempting to remove the anchor. At this time, he elected to replace the lead.

Manufacturer narrative:
Continuation of d10: product ID 977c165, serial# (B)(6), implanted: (B)(6) 2021, explanted: (B)(6) 2024, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 977c165 lot# serial# (B)(6). Implanted: (B)(6) 2021. Explanted: (B)(6) 2024. Product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(6), ubd: 06-jul-2024, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative (rep) reported that on january 17, 2024, the patient was having a pocket revision and when the surgeon went in to cut the sutures for the anchor, they ended up cutting through the existing paddle lead entirely, breaking the lead. The lead was replaced during the pocket revision surgery. The lead was discarded by the hcp. No information was provided as to why the pocket was being revised, so follow up will be conducted to obtain additional information. Patient weight was requested but was not provided.